Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she received a failed battery test alarm when inserting the battery and the insulin pump turned off twice in less than a week. Customer stated that her doctor thinks the insulin pump is not functioning as her blood glucose readings have been really high. Customer stated she did not receive a low battery alert prior to the off no power alert. The battery cap is not loose, cracked or damaged. Current blood glucose value is 358 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see manufacturer report number 2032227-2014-50426.